Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 29, 61, 102 and 66 mg/dl. Customer states that for the past few days she has been getting low results and she is not having any symptoms. Customer also reported complaint for high blood glucose test result obtained of 152 mg/dl. The customer's expected fasting blood glucose test result is 125 mg/dl. Customer stated the truemetrix meter is very old and she does believe the results are accurate. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 122 mg/dl and 107 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is less than one month. The meter memory was reviewed for previous test result history: (B)(6).